Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) EKG port not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11 corrected fields: d5, e2, e3, g2 a getinge field service engineer fse was dispatched to the site to evaluate the unit, upon arrival found the retaining clip in the ECG port to be damaged. Replaced frontend board. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following parts associated with this complaint: front end board. This part was received with a reported unit failure message of ECG port retaining clip damaged. Performed visual inspection of this part received and part not appear to be in good condition. The failure analysis and testing department verified the failure of ECG port retaining clip damaged. Due to this damage and the risk it poses, this part cannot be investigated any further by the fat dept. Retaining the front end board in the fat dept. As per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Corrected fields: d5, e2, e3, g2, h6 (type of investigation), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) EKG port not working. There was no information on patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit, upon arrival found the retaining clip in the ECG port to be damaged. Replaced front end board (d670-00-1164). Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received the pn: 0670-00-1164, sn: (B)(6) front end board. This part was received with a reported unit failure message of ECG port retaining clip damaged. Performed visual inspection of this part received and part not appear to be in good condition. The failure analysis and testing department verified the failure of ECG port retaining clip damaged. Due to this damage and the risk it poses, this part cannot be investigated any further by the fat dept. Retaining the front-end board in the fat dept. As per procedure 0002-07-d008 rev ak. The failure analysis and testing dept. Received pn: 0670-00-1164, sn: (B)(6) from the supplier. The supplier tested the board which resulted in fail (tst_he_res_xducer_fs fail test. The supplier replaced component u93. The board passed testing. The failure analysis and testing dept. Installed pn: 0670-00-1164, sn: (B)(6) the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.